Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace insert to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The accessory was analyzed and it was found to have a broken blade. The blade broke roughly at 0.1570¿ from the base. The broken piece was not returned. The size of missing piece was approximately 0.3655¿ x 0.0800¿. Additional observation(s) : the accessory had failed energy recognition when connected to an in-house energy generator. The energy recognition failure of accessory was related to a broken blade. The probable root cause of broken blade is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The procedure was completed with no reported injury.